Manufacturer narrative:
This report is submitted on 08 april 2020.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator and infection at implant site which was treated with oral antibiotics. Explant and re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2020. This report is submitted on april 24, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2020. This report is submitted on april 24, 2020.

Event description:
Per the clinic, the device was explanted on march 19, 2020.